Event description:
First attempt to place epidural resulted in complications - epidural space was accessed with minimal difficulty after adjusting patient position, and catheter was threaded into the space without difficulty or resistance. As needle was slowly removed after catheter placement, with very slight resistance as it was retracted through the patient's ligaments, I felt a distinct pop in the hand that was supporting the epidural catheter, and upon removal of the catheter following this pop discovered the distal portion had sheared off during needle removal. FDA safety report ID (B)(4).